Manufacturer narrative:
The investigation is ongoing. The results will be provided when the investigation is completed. D4. No UDI information is available; the device was manufactured before UDI implementation.

Event description:
It was reported that the power cord sparked when plugged in. There was no indication that the bed was in use with a patient at the time, and no injury was claimed. The device inspection did not reveal any visible fault with the power cord. The cord successfully passed portable appliance testing (pat).

Manufacturer narrative:
During the device inspection, the arjo technician did not find any signs that would confirm the sparking reported by the customer. Since sparking is a short, momentary event, it is usually checked by looking for visible traces such as burn marks, damaged insulation, or discoloration on the power cable or other electrical parts. The technician inspected the power cord and connections, but no such damage was found. The bed worked properly during the evaluation, and the reported issue could not be reproduced or supported by any visible evidence the instructions for use for the enterprise 5000x bed (746-577-en) include the following information related to the cable damages and maintenance: "make sure the power supply cord is not stretched, kinked or crushed". "Make sure the power supply cord does not become entangled with moving parts of the bed". "Visually check power supply cord and mains plug" - this activity is to be done by the caregiver weekly. "Examine the power supply cord and mains plug - if damaged, replace the complete assembly; do not use a rewireable plug" - this activity is to be done by the qualified personnel during yearly preventive maintenance procedures. Arjo device was not used for a patient treatment when the event occurred. The device failed to meet specifications due to the sparks claimed. The complaint was deemed reportable due to an allegation concerning sparking from the bed¿s power cord. The information provided in the initial report in section d4 regarding the UDI number was incorrect. The UDI number: (B)(4) is available. The device is distributed outside the us and no gudid information exists.